Manufacturer narrative:
The device was returned for evaluation. A visual inspection was performed and it was noted that both rings of the coupler had pins that were visibly bent. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction was made to the previously submitted: catalogue #: previously reported 5121-00400-010 corrected to 5121-00400-060. Lot #: previously reported corrected to sp18b06-1270827. Device manufacturer information from baxter healthcare corporation corrected to synovis surgical innovations. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The customer reported a potential lot number of gem2756 sp18b06-1270827. This lot number is not recognized by baxter. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a pin on a coupler device was bent. This was identified when the surgeon took the coupler out of the package during set-up and preparation. There was no patient involvement. No additional information is available.